Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the returned generator and lead was completed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Review of the as-received internal device data showed that the last 25% change in the impedance value on (B)(6) 2014, where the impedance value changed from a normal limits range to high lead impedance. During the visual analysis of the returned 180mm lead portion the (+) white electrode quadfilar coil appeared to be broken approximately 4mm from the proximal end of the anchor tether. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type with mechanical damage. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings, there is evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the reported high impedance. Note that since the (-) green electrode was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury. Review of the as-received internal device data showed that the last 25% change in the impedance value on (B)(4) 2014.

Event description:
It was reported that device diagnostics resulted in high impedance (>10,000 ohms). It was reported that no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The patient was referred for surgery. The device was programmed off after observing the high impedance. The patient underwent lead and generator replacement. The generator and lead were received for analysis on (B)(4) 2014. Analysis is underway, but has not been completed to date.